Manufacturer narrative:
The patient side cart (psc) common compute controller (ccc) has been returned and evaluated by the failure analysis (fa) team. In the system logs, errors 31089, 170, 307 were found to indicate that the fault had occurred the field. Upon visual inspection of the psc ccc (sn (B)(6)), no issue was found that would be related to the reported event. The psc ccc was installed on a known-good system for testing. During the programming process, the system was unable to program the patient cart controller (pcc) while attempting to establish a download. This issue suggests a possible fault with the firefly fiber optic cable (ff3) on the psc ccc. The psc ccc (sn (B)(6)) was returned with one side of white clip broke. The ccc was installed onto a known-good system, programmed and started up with no issue. Periodically perform power cycle up to 10 times and system startup with no issue. Checked optic light levels and all values were in expected range. Left the system idling for 5 hours and system did not trigger any error/issues. The blue fiber pigtail is a field scrap item and will not be returned to isi for further investigation. The probable root cause is attributed to an intermittent issue with the firefly fiber optic cable (ff3) in the psc ccc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) blue fiber pigtail to correct the issue. The fse performed several power cycles, and the error did not return. The fse later returned to site to run light levels and noticed light levels were still below 600 for the psc. The fse replaced psc common computer controller (ccc) to correct the low light level issue. The system was tested and verified as ready for use. Isi did receive the psc ccc involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during field service activity, the field service engineer (fse) was reviewing logs through artemis and noticed 31089 and 170 errors on the system after cases were done for the day. There was no patient involvement.